Event description:
Pump declared alarm 20 during the loading process. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded a new cartridge following guidance from technical support and resumed insulin therapy.